Event description:
It was reported that the customer's pump screen was unresponsive and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support attempted troubleshooting, including checking connections and instructing the customer to try powering the device in various ways, but the pump remained unresponsive. Consequently, the decision was made to replace the pump, and technical support provided instructions for using a replacement pump and returning the faulty device.